Event description:
The user facility reported to a stryker sales representative that the device overheated during a procedure. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.

Event description:
The user facility reported to a stryker sales representative that the device overheated during a procedure. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.